Event description:
The customer reported that the system had an overload fault error and the screens went blank. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced. The filament was calibrated and the beam aligned during the service call. The system was tested and found to be working as intended and put back into service.